Event description:
It was reported that shortly after the start of a case, automatic ventilation stopped working and the machine alarmed for "vent fail." Manual ventilation was available and there was not pt injury reported. Ref MFR # 9611500-2015-00099.